Event description:
It was reported that the patient received a blood glucose value of 356 mg/dl at 7:09 pm. Based on this value, the patient administered four to five units of humalog insulin. In addition, the patient stated that the value of 356 mg/dl was incorrect. At around 7:52 pm the patient began to develop symptoms of low blood glucose, which consisted of a feeling of weakness and confusion. The patient's husband tested the patient's blood glucose at 7:52 pm, as she was unable to perform a blood glucose test herself. The result was 45 mg/dl. The husband administered juice by pouring it into her mouth. At 9:19 pm, the patient had a blood glucose value of 107 mg/dl and felt better. The paramedics were not called. The patient did not visit any medical facilities.